Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient missing on a station. A technical support specialist confirmed with customer the issue has been resolved. The system functioned as intended after technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.

Event description:
It was reported by the customer that a pyxis medstation es system was one patient is not coming up in pyxis. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There was reproted no harm to user or patient. There were no adverse events or injuries reported based on this event.